Manufacturer narrative:
(B)(4).

Event description:
Received info stating the pt is complaining of acute pain in her abdomen following ins replacement surgery. The device was moved to her abdomen. She reports her hcp examined the ins site a few weeks prior to this report and stated that "it locked fine to him." Pt also reports she suffered a stroke during her replacement surgery on (B)(6) 2010. Additional info has been requested and if received a follow up report will be sent.